Event description:
It was reported that the low and empty pump alarms had gone off. A pump-off password request was received. A health care provider (hcp) couldn¿t get to the ¿tools¿ tab. It was reviewed that a reservoir volume would have to be entered to be able to move forward. It was unknown what type of drug the pump was infusing. No patient symptoms were reported. Additional information has been requested that was not available at the time of this report. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. After the pump was not filled, the patient went through withdrawals. It was stated the pump was last filled in (B)(6) 2015. The pump started alarming in (B)(6) 2015 and was then turned off. The patient had an appointment scheduled in 2017 to talk to the healthcare provider (hcp) about managing his pump. It was further stated that the doctor cut off pump and oral medications cold turkey and the patient was "going out of his mind" and "wanted to kill himself". The patient was prescribed medication for sleeping and eating. Additionally, the patient's hcp was doing "trigger point injections", "needle point injections" and sacral and sciatic nerve blocks". It was mentioned the patient was in a car accident in 2015 and had to have his hip and knee replaced and also that the patient had 11 back surgeries and 8 missing discs prior to implant. The patient was previously on oral opana. When asked for the patient's dose and concentration of morphine, it was stated the medical records read that the morphine was "3.4 ml low volume".

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11306r39, implanted: (B)(6) 2002, product type: catheter. (B)(4).